Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: on examination, there was visible moisture behind the display screen lens. A leak test was performed which revealed a moisture leak at a crack in the pump case at the corner of the case extending from the keypad to the case seal. The pump was opened for further investigation and revealed moisture inside the pump affecting support bracket and printed circuit board component. Investigation confirmed the complaint of moisture ingress.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.